Manufacturer narrative:
Concomitant medical products: 6943-65 lead implanted: (B)(6) 2001.

Event description:
It was reported that there was a high threshold measurement that occurred on the atrial lead the day of the patient¿s device change out procedure. The lead remains in use. No patient complications have been reported as a result of this event.